Event description:
It was reported that the pt experienced a spinal headache. The event was attributed to the surgery/anesthesia procedure. The pt was treated with a blood patch. The event was reported as ongoing.